Event description:
The patient was scheduled to have a removal of an appendiceal orifice adenoma. The ovesco colonic full-thickness resection device (ftrd) was set up on an olympus pcf-h190 scope. The scope was taped every 6 cm using the tape that came with the device to secure the sheath to the outside of the scope. The tip of the sheath was taped with pink tape that provides better adhesion than the tape that came with the device to ensure leaks up the sheath were avoided. Two scrub techs inspected the taping to ensure it wasn't overly tight which would prohibit the device clip from deploying. The surgeon inserted the scope and the polyp was visualized in the appendiceal orifice. Using a thermal marking probe, the margin of the polyp was marked. The scope was withdrawn and the ftrd device was introduced with some difficulty near the rectum, hence the scope was withdrawn as the ovesco ftrd was not passing. The rectosigmoid area was dilated with a 20 mm balloon and the scope was reintroduced with the full-thickness resection device, ovesco clip and a snare device and advanced to the cecum. The lesion was identified, captured with forceps and brought inside the cap. The surgeon turned the device knob twice to deploy the ovesco clip. The team was able to visualize the markings inside the cap and able to see a jerking motion in the scope, which is typically the indication the clip was deployed. A snare resection was then performed and the polyp was removed inside the cap. After removing the scope, it was noted that the ovesco clip had not deployed and was still on the device. It was also noted that the white ring on the cap was not visible because the polyp tissue was covering it inside the cap. (The white ring is a visual cue that the clip has been deployed.) A different pediatric colonoscope fiberoptic (pcf) colonoscope was then inserted up to the cecum and it was noted that no clip was present; but a perforation was noted. 7 clips (3 mantis and 4 small micro-tech) were then deployed to close the perforation. Closure was noted to be satisfactory without any additional defects seen.** during the procedure the patient required intubation secondary due to severe distention and respiratory compromise. Following the procedure, the patient was admitted to the ICU and extubated a short time later. Colorectal surgery was consulted and the patient was taken to the or later that evening for an exploratory laparoscopy and suture closure of polypectomy site with excision of colonic injury. Post-operatively the patient was extubated and taken back to the ICU. The patient was discharged from the hospital. After the case was completed, the scrub techs inspected the device. They reported that they had to turn the knob on the device 5-6 times before the clip would deploy. They reported this was not normal functioning of the device. Manufacturer response for hemostatic metal clip for the gi tract, colonic ftrd set (per site reporter). A device rep is scheduled to meet with staff and the physician to discuss the incident and provide an additional in-service on the device.